Manufacturer narrative:
Corrected data: b1 - corrected to adverse event b2 - corrected to required intervention to prevent permanent impairment b5 - photophobia was also reported. Secondary yag was performed. H6 - health effect clinical code 1880 h6 - health effect impact code 4644 h6 - health effect impact code 4625: additional surgery (secondary yag) additional information: h6 - work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to (B)(6) 2020 in intial MDR. G3 - corrected to (B)(6) 2020 in intial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510(k) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -04.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Elevated iop (27mmhg) without pupil block and angle closure was assessed on (B)(6) 2020, glare/haloes were observed. Lens remains implanted. Cause of the event is reported as patient related factor (accommodation spasm). Reportedly, "glare/haloes, head pain diminished, patient still cannot drive by night. Patient has had some stomatology cal problems. After resolving those, the symptomatology ameliorated significantly." Per the reporter on (B)(6) 2020, "patient was scheduled for lens removal but canceled because of the significant amelioration of the sx and normal iop without treatment."